Event description:
During functional testing at zoll medical's technical service department, the device displayed a "pace defib fault" message. There was no pt involvement in the reported malfunction.